Event description:
Philips received a complaint by the customer on the v60 indicating that there was low tidal volume. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was low tidal volume. Device evaluation and repair are pending.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
It was reported that there was low tidal volume. Per good faith effort (gfe) response received 05nov2024, no repair was performed by philips. The customer went through their dealer for repairs. No repair performed by philips. The customer went through their dealer to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.